Event description:
On (B)(6) 2025, the patient received the following results within 15 minutes: 94 mg/dl (accu-chek instant system) and 178 mg/dl (accu-chek active system). On (B)(6) 2025 at 5:30 p.m., the patient received a blood glucose result of 220 mg/dl on the accu-chek instant system. At 6:00 p.m., the patient received a blood glucose result of 42 mg/dl on the doctor's meter. The patient experienced symptoms of dizziness. The patient was able to self-treat with food.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.